Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred during a pulmonary vein isolation (pvi) procedure. The faradrive sheath valve was not tested during device preparation by aspirating with the tip in a bowl of saline. Transeptal puncture was performed using the faradrive sheath and a transeptal needle. The sheath was positioned in the left atrium and the farawave catheter was introduced into the sheath. Upon aspiration of the sheath, air bubbles entered the aspiration syringe. The farawave catheter was removed, the valve was blocked with the thumb of the operator, and the sheath was aspirated. No more air bubbles were seen at this point. The farawave catheter was reintroduced, and aspiration was performed. Again, air bubbles were seen. The farawave catheter was removed again and the faradrive sheath was exchanged for a replacement sheath to complete the procedure. No patient complications were reported. No air was seen in the patient. The sheath is expected to return for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Microscopic inspection of the hemostatic valve identified that the inner valve was torn, and that the inner and outer valves were deformed, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.

Event description:
It was reported that air ingress occurred during a pulmonary vein isolation (pvi) procedure. The faradrive sheath valve was not tested during device preparation by aspirating with the tip in a bowl of saline. Transeptal puncture was performed using the faradrive sheath and a transeptal needle. The sheath was positioned in the left atrium and the farawave catheter was introduced into the sheath. Upon aspiration of the sheath, air bubbles entered the aspiration syringe. The farawave catheter was removed, the valve was blocked with the thumb of the operator, and the sheath was aspirated. No more air bubbles were seen at this point. The farawave catheter was reintroduced, and aspiration was performed. Again, air bubbles were seen. The farawave catheter was removed again and the faradrive sheath was exchanged for a replacement sheath to complete the procedure. No patient complications were reported. No air was seen in the patient. The sheath was returned for laboratory analysis.